Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2024-72719. Related manufacturer report number: 2017865-2024-72721. It was reported that the patient had infection and erosion. The entire pacemaker system was explanted. The patient was in stable condition.

Event description:
Additional information received notes that the infection was noted during patient's follow-up in clinic. The implant site had pus.

Event description:
Additional information received notes that the leads eroded.